Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump alarm button error. Customer's blood glucose at time of incident was 42 mg/dl. Customer stated that pump got wet from sweat. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised to submit request for replacement. The customer reported via phone call that they had low blood glucose but not hospitalized. Customer's blood glucose at time of incident was 42 mg/dl. The customer was treated with food. Customer declined to troubleshoot due not eating last night.

Manufacturer narrative:
The insulin pump alarmed button error and had no button response due to corroded keypad traces. No moisture damage was found inside the insulin pump noted. Unable to perform functional check including rewind, basic occlusion, occlusion, prime, excessive no delivery, displacement, self-test, a21 test and all operating current measurement due to no button response. The insulin pump was received with minor scratched display window, cracked case at the display window corners, cracked reservoir tube lip and cracked battery tube threads.